Event description:
This lead was an attempted implant on (B)(6) 2012. The patient had difficult anatomy and they were unable to place the lead. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).